Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high blood glucose, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. During system check with tandem technical support, it was identified customer was filling cartridges on the pump and overfilling cartridges. Technical support instructed customer not to add insulin to the cartridge after loading onto the pump per the user guide. Customer cleared the alarm or changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was 100-310 mg/dl.